Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 4 mdrs filed for this event (reference 1825034-2013-02134 / 02137). Review of sterilization certification confirms device was sterilized in accordance with (B)(4).

Event description:
It was reported patient underwent total knee arthroplasty (B)(6) 2012. Subsequently, a revision procedure was performed (B)(6) 2013 due to infection. Components were removed and replaced with stage one spacer.